Event description:
During patient use, the alarm sounded, the screen went black and then the ventilator stopped ventilating. The ventilator could not be rebooted after. The ventilator was plugged into ac power at the time of this incident. It was reported that the patient's spo2 dropped; she was manually ventilated during transfer to a second ventilator. No permanent injury was reported in this case.